Event description:
During a percutaneous arthrodesis surgery, "the newport locking cap entered in a bad position into the shaft of a newport screw, making it impossible to screw or unscrew it. After "fighting" for a long time, the surgeon finally broke the screw shaft and he had to put a new locking cap into a "short-shaft screw", which was very difficult, as it was a percutaneous surgery. This problem might have represented an extra time of 50 minutes or 1 hour. Surgery was completed with no harm to pt."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.